Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the likely cause for the falsely elevated ft4 results is heterophilic antibody interference. The IFU for dimension vista ft4 flex reagent cartridges contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated ft4 results were obtained on patient sample run on the dimension vista(r) system. The results were reported to the physician who questioned the result. Patient treatment was altered on the basis of the elevated results. The patient levothyroxine therapy was interrupted and then the patient showed clinical symptoms of hypothyroidism. There was no report of long term adverse health consequences as a result of the falsely elevated ft4 results and medication interruption.